Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited a display anomaly suspected to be due to an ongoing episode at the moment of interrogation. The patient was unaffected by the event.